Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the water had leaked into the machine. A field service engineer performed a trouble shot and visual inspection and found no visual damage to the machine. A system test of the power supply and drawers was completed. No damage or degradation in function was noted. One pocket was identified as intermittent and clearing the pocket and reseating it resolved the issue. Minimal moisture was found in the machine drawer 3.1, small droplets on the edge of the drawer front. No further issues were noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es water had entered the front of the drawers of the machine. However, there were no delays or adverse events or injuries reported based on this event.